Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that both tips of the driver were damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. Analysis of the returned inserter revealed that one of the clamps was slightly bent inwards, and the bottom part of the handle had a crack. The damage to the driver and inserter suggests that excessive force was used during the procedure. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation and do not attempt to manipulate the position of the device by gear-shifting the inserter as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the device or surrounding anatomy.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke, and the physician aborted the procedure. There were no signs of excessive force or gear-shifting during the procedure. The spinous processes appeared short and misaligned due to scoliosis. No additional adverse effects were reported for the patient.

Manufacturer narrative:
Analysis of the returned driver revealed that both tips of the driver were damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. Analysis of the returned inserter revealed that one of the clamps was slightly bent inwards, and the bottom part of the handle had a crack. The damage to the driver and inserter suggests that excessive force was used during the procedure. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation and do not attempt to manipulate the position of the device by gear-shifting the inserter as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the device or surrounding anatomy.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke, and the physician aborted the procedure. There were no signs of excessive force or gear-shifting during the procedure. The spinous processes appeared short and misaligned due to scoliosis. No additional adverse effects were reported for the patient.